Manufacturer narrative:
G4:25jan2021; b4:27jan2021. The data acquisition assembly was returned to failure investigation (fi) for evaluation. No anomalies noted. The da assembly system will be installed into the fi test ventilator. An attempt to boot into the normal ventilation mode will be made. No errors noted. No fault found. Fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16oct2020.

Event description:
The customer reported an error indicating machine pressure sensor autozero failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test.